Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. The pump powered up to the verify screen with the appropriate audible and vibratory features. The cartridge compartment was found to have cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the battery compartment was cracked since about two months ago. The reporter stated that the battery cap was undamaged and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.